Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was causing discomfort at the pocket site. The patient underwent an ipg replacement procedure wherein a rechargeable ipg was implanted, and the patient was doing well postoperatively. The explanted ipg will not be returned as it was kept by the facility.